Event description:
It was reported that the patient with this left ventricular (lv) lead experienced discomfort when both arms or elbows were resting on the table while eating. Phrenic nerve stimulation (pns) was noted and recreated at 7.5 volts but programmed to 3.5 volts. Technical services (ts) assessed that there was no algorithm except auto threshold. Have the patient in the position the pns was noticed when testing. Lead possibly moved slightly since newly implanted. As of this time, this lv lead remains in service. No adverse patient effects were reported.